Event description:
It was reported that the patient had an infection at the ipg pocket site. Symptom of purulent drainage was noted at the incision site. The patient was prescribed with antibiotics. Additional information was received that redness was also noted at the ipg site. The physician believed that the infection was device related. The patient underwent an ipg explant procedure and the explanted device was discarded by the medical facility. The patient was doing well postoperatively and was completing the antibiotic therapy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the ipg pocket site. Symptom of purulent drainage was noted at the incision site. The patient was prescribed with antibiotics.